Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported following phone call from district nurse that PICC line was leaking around entry site, patient attended unit to get assessed. Upon flushing line fluid noted around entry site and gathering under dressing. PICC placed in right basilica vein, exit marking 2cm. Chemotherapy drugs ¿ cetux, irinotecan hydrochloride, calcium folinate, fluorouracil. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is unconfirmed because the failure could not be reproduced. One 4 fr s/l powerpicc solo was returned for evaluation. An initial visual observation of the returned catheter revealed blood use residues throughout the returned device. A needleless injection cap was returned attached to the solo valve. A functional test of pressurizing the catheter with water using a 12 ml syringe revealed no leaks throughout the catheter. The kink in the catheter extension tubing did not leak upon pressurizing the device. Potential observations of leaks may occur from insertion site anatomy or other unknown clinical factors. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes.